Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a brain tumor, nosebleeds and sinus infections. The patient has alleged that the heating plate is not working properly. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging brain tumor, sinus infections, nose bleeds, heater plate not working properly, other thermal issue related to a CPAP device. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown dust contaminant inside of the air inlet of the blower box, top and bottom enclosure, rear and front panel and inside of iso port. Manufacturer observed an unknown contaminant inside of blower box and on both sides of the blower, hairlike particles were observed on the blower and blower seal. A keratin-like substance was observed on the blower box outlet and the blower seal. Addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown observed. The device's downloaded event log was reviewed by the manufacturer and found one error code. The manufacturer concludes that confirmed the presence of degraded sound abatement foam using a fitt and confirmed the presence of dust contaminant, keratin-like substance was observed likely from an external source. Unable to address the patient's symptoms, manufacturer cannot confirm the complaint about the heater plate not working properly.